Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) difficulty swallowing [dysphagia]. Coughing [cough]. Esophagus problem / found fixodent in esophagus [foreign body trauma]. Found some fixodent in stomach [foreign body trauma]. Case description: a nurse calling from an intensive care unit reported that a female patient used fixodent denture adhesive, control cream and came into the emergency room with a problem swallowing and was coughing in 2007. She reported that the patient's daughter mentioned that her mother was coughing up pink stuff that looked like denture adhesive at night on the day before. The nurse reported that the patient was admitted to the hospital and a gastroenterologist "went down with a scope and found a big wad of fixodent in her esophagus" and also found some in her stomach; he was able to remove quite bit of fixodent from her esophagus but told the patient's family physician that there was still some residual fixodent there. On the day after the original date, the patient's daughter reported that her mother experienced the worst episode of symptoms at night on the day prior to original date; she went to her mother's house in the morning on original date and phoned her physician who suggested that they take her mother to the emergency room where they arrived at approximately noon. Her daughter reported that her mother did not wear her dentures often but had used almost two tubes of fixodent. She stated that when her mother would take out her dentures, she noticed that she would have trouble and there would be extra cream on the dentures. The case outcome was unknown. She reported that her mother's past medical history included: drug allergy "fosamax", "remeron", allergy - unknown, medical history "osteoarthritis in spine", "obstructive hypertrophic cardiomyopathy", "dysfunctional heart valve", "osteoporosis", "dentures 4-5 years ago but does not wear them often; wears dentures only when she goes out", "trouble swallowing for the last two years", "coughing for the last two years", "usually coughed up clear phlegm", "previously had esophagus stretched to alleviate trouble swallowing and coughing". Concomitant medications included: aspirin 81 mg, cartia xt, clonidine, dilantin, disopyramide, elavil, lipitor, mirapex, nitroglycerine, oxycontin sa, "oxylopen", pepcid rx, plavix, toprol xl, zoloft, no further information was provided.

Manufacturer narrative:
Product requested from consumer, which has not been returned to company to date. Manufacturing batch/retain check requested. Results currently pending.